Manufacturer narrative:
D.9 the exact date the device was returned is unknown. E.1 the initial report name is unknown. The investigation for the reported automated impella controller (aic) - system self-check error has been completed. Aic logs revealed that this console had clear communication issues with sau powermod 1 which resulted in failure of system self-check. The console was tested in collaboration with japan field service. Fwcheck showed n.a under sau powermod 1 section, which indicated communication issues that prevent the fw/hw version from being read. To resolve the communication/ start up issues, the power battery manager (pbm) was replaced. The defective board was not inspected for any damage or corrosion. The cause of the syscall error was a defective pbm board. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) failed the self check when being turned on for inspection. Restarting did not resolve the issue, so the engineer checked the firmware version of each board. Since pbm1 was displayed as "na", it was presumed that the power battery manager (pbm) board was malfunctioning. This part was replaced resolving the issue. There was no reported patient involvement.